Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not performed as returns were not available. Device history record review did not identify any issues associated with lot number 20600be00 and the complaint issue. The overall performance of architect havab igg reagents was reviewed using worldwide field data. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests, the performance is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect havab igg reagent lot 20600be00 was identified.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect havab igg results generated with their old lot (20600be00) when compared to results generated with a new lot (25159be00). The results from the old lot were released from the lab. The following data was provided ((B)(6)): sid (B)(6), (old lot 20600be00): (B)(6), (new lot 25159be00): (B)(6). Additional patient comparison: sid (B)(6), (old lot 20600be00): (B)(6), (new lot 25159be00): (B)(6). The customer received the same lot (lot 25159be00) to perform troubleshooting with. The troubleshooting results agreed with the previous comparison with lot 25159be00. The customer also borrowed a box of the same lot (lot 25159be00) from a different lab and got the same results. The customer sent 4 archived patient samples to a different lab for them to run. They used lot 20600be00. These results matched the original released results from (old lot 20600be00) but did not match the results with lot 25159be00. No impact to patient management was reported.